Event description:
The patient contacted lfs (B)(4) alleging inaccurate high readings on their verio pro meter compared to another meter and noticed that their verio meter was displaying higher readings. The patient had obtained a result of 13 mmol/l on the verio meter and less than 30 minutes later obtained a 7.9 mmol/l on the bayer contour meter. The patient did not exhibit any symptoms or seek any medical attention due to the alleged issue. The test strips were in good condition and not expired. The test strip vial was not cracked or broken. A quality control test was not done since the patient did not have any control solution. The complaint is being reported since the difference between the 2 readings are greater than 30 mg/dl or 30% from one another.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510 (k) # is k093745.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(4), 2011 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.